Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced shortened battery life, broken battery compartment, replace battery alarm. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer reported receiving replace battery alert/ replace battery now alarm. Issue was resolved by replacing the battery. Customer requested assistance with installing or removing the battery cap. Advised customer on proper installation/ removal. Customer was able to install or remove cap successfully. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
The pump passed the active current test and self-test. Pump did not pass the sleep current measurement test due to high currents. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, low battery alert on (B)(6) 2024 11:24:01.000 was found in the history files. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, cracked lcd window, scratched case, broken battery tube threads, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails and pillowing keypad overlay. Charge/battery lasts less than expected was not confirmed. Unexpected battery power loss was confirmed due to moisture damage to the battery tube, pcba 1 and pcba 2. Cosmetic damage was confirmed at the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.